Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, three years and two months post index procedure, the patient presented emergently with low right pelvic pain. An angiogram revealed a type iii fabric endoleak. The physician elected to implant an endurant limb to obtain coverage over the area of concern. The endoleak was resolved. Per the physician, the cause of the type iii fabric endoleak was due to an area of calcium that may have caused a hole in the fabric of the stent graft over time. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.